Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported activation failure and resistance with the thumbslide were not confirmed during functional testing. The reported difficult to advance and stent elongation were not tested as it was related to anatomical conditions and the stent was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. The supera instruction for use (IFU) instructs: while maintaining increased magnification, rotate the deployment lock to the unlocked position. Under fluoroscopy, slowly advance the thumb slide to the distal most position on the handle. In this case, it could not be determined if the reported information suggests that the thumbslide was not advanced to the distal end of the handle due to failing to follow the IFU, or if the thumbslide was unable to advance to the distal end of the handle due to anatomical conditions causing difficulty with deployment/ratchet engagement. The investigation determined that the reported difficulties were related to circumstances of the procedure. It is likely that anatomical conditions contributed to the reported difficulty advancing as the anatomy was described as mildly tortuous, heavily calcified and totally chronically occluded. Additionally, it is likely that the distal sheath of the delivery system was bent or entrapped in the challenging anatomy preventing the ratchet from engaging the stent properly resulting in difficulty advancing the thumbslide and partial deployment. The reported stent elongation and noted tip separation likely occurred when the delivery system was being withdrawn with the stent partially deployed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, totally chronically occluded distal superficial femoral (sfa) to popliteal artery and proximal sfa artery that were 90% restenosed. Pre-dilatation was performed with a 6.0 balloon at 16 atmospheres for 15 seconds. A 4.5x120mm supera stent was implanted without issue. Then when advancing the second supera stent (6.5x120mm) resistance was met with the introducer sheath and angulation of the anatomy, but the device ultimately reached the lesion. The deployment lock was not unlocked and the thumb slide was not advanced to the most distal position on the handle during deployment, therefore, the stent implant only partially deployed as the thumbslide was difficult and could not be pushed further. Stent implant elongation was noted. The entire device was removed without issue. A non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Device analysis noted that for the supera(6.5/120/120) the tip jacket, including the inner member were separated at the distal end of the ratchet stem. Additionally, the account confirmed via angiography that nothing remained in the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, totally chronically occluded distal superficial femoral (sfa) to popliteal artery and proximal sfa artery that were 90% restenosed. Pre-dilatation was performed with a 6.0 balloon at 16 atmospheres for 15 seconds. A 4.5x120mm supera stent was implanted without issue. Then when advancing the second supera stent (6.5x120mm) resistance was met with the introducer sheath and angulation of the anatomy, but the device ultimately reached the lesion. The deployment lock was not unlocked and the thumb slide was not advanced to the most distal position on the handle during deployment, therefore, the stent implant only partially deployed as the thumbslide was difficult and could not be pushed further. Stent implant elongation was noted. The entire device was removed without issue. A non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.